Event description:
Baxter reported that a leak was noted during the replacement of a transfer set. The transfer set was originally place in 2004. No pt injury or medical intervention was associated with this incident per baxter.